Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "recent reports in the intensive care unit regarding breakage and leakage of the statlock arterial select extension set." A specific number of affected devices was not provided by the complainant. Additional information received may 9, 2023: "the failure of the tubing which was connected to the patient¿s arterial line caused bleeding from the arterial site. This caused the patient to bleed from their artery. Fortunately the issue was identified before harm came to the patient involved. Arterial lines are commonly used in the intensive care unit to monitor the hemodynamic status of critically ill patients. The incident caused the interruption of this monitoring. No delay in the delivery of medication to the patient was affected to the best of my knowledge. The first incidence was thought to be an anomaly so the tubing was not saved. The tubing was immediately removed and the connection was made from the pressure tubing directly to the hub of the aline catheter.".